Event description:
Additional information received indicated noise resulting in oversensing was still observed on the right atrial (ra) lead after reprogramming. Lead replacement is anticipated to resolve the event, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing, inappropriate automatic mode switch (ams), and an inhibition of pacing was observed on the right atrial (ra) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.